Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited premature battery depletion. The device was pending a replacement procedure. The patient was in stable condition.

Event description:
New information received stated that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition following the procedure.